Event description:
Oversensing and inappropriate therapies were reported and the system was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Oversensing and inappropriate therapies were reported and the system was explanted and replaced. No patient complications have been reported as a result of this event. An attorney alleges inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, due to the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; full lead returned. Other: oversensing and inappropriate therapies were reported and the system was explanted and replaced. No patient complications have been reported as a result of this event. An attorney alleges inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, due to the lead. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.